Event description:
As per pss implant request case: change of bushings. Hmrs rotating hinge 6483-1-250 hmrs rotating hinge tib rot comp (B)(4) hmrs rotating hinge tibial insert 10 mm 6483-3-110 hmrs rotating hinge bumper insert o deg 6483-2-150 hmrs rotating hinge axle 6483-1-350 kinemax rotating hinge knee tibial sleeve 6482-3-350.